Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected. Technical support was contacted and a lead revision was recommended. No intervention has been performed at this time. The patient was stable.